Event description:
A nurse reported that during intraocular lens (iol) implant surgery, two iols were removed and replaced due to a defect on the lens optic. A third lens was implanted and remains in the pt's eye. Following the procedure, the pt was noted to have significant edema. In a follow up, the nurse reported the pt has been seen on five occasions and has only mild incision edema remaining. There ware two medical device reports associated with this event. This is for the second lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info has been requested and received. (B)(4).